Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the remote dose cord; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a 'pca dose cord button stuck, release or remove cord' alarm. The patient's pump was for chemotherapy with pump removal. Per reporter the button presses in and out and does not appear to be stuck. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.